Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted no defect was observed. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported that one syringe of juvéderm® ultra xc ¿was hard to push out¿ and ¿the needle blew off.¿ patient contact was made. No injury to patient, staff, or injector reported. The packaged needle was used.